Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: there were unexpected pump reboots observed in the black box. The battery cap was not returned, so a test cap was used and was able to fit to maintain electrical connection. The pump powered on with audio and vibratory to a clear display, but the buttons on the keypad were unresponsive so further testing could not be completed. The pump¿s cover was removed and moisture was found internally.